Event description:
As reported to coloplast though not verified pt was implanted with aris transobturator sling on (B)(6) 2010. On (B)(6) 2012 pt had sling removed due to erosion and pain.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report.